Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the knot failed and had tissue matter stuck to the suture when removed. Manual compression was applied to achieve hemostasis and treat the vessel damage. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.